Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the charging unit was overheating and the batteries were leaking. Further, the account is having intermittent power issues with the charging system as a whole.